Event description:
It was reported there was difficulty keeping the device wireless connection "on" and questioned if there was an rf issue or device problem. It was also noted that the issue could be because the wireless setting in the programmer is not enabled. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.